Manufacturer narrative:
Internal report number: (B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had high glucose value.

Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results fasting range from 98 to 105 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call non-fasting ((B)(6) 2015; 1:24 pm) with results of "hi" and 457 mg/dl. Verified storage of test strips is within spec. Test strips lot MFR's expiration date is 10/31/2016 and open vial date is (B)(6) 2015. Meter was just purchased; therefore no results in memory. Adverse event not reported.